Event description:
It was reported that this right ventricular lead was explanted due to exhibiting noise, oversensing and pacing inhibition. Insulation damage along the lead body was suspected. Another lead was implanted instead. No further adverse patient effects were reported.